Event description:
It was reported that patient experienced exposed bulking material, urinaryurgency, outlet obstruction and hematuria. Upon examination with a cystoscope,the doctor found the bulking material from the initial implant had collected at the base of the bladder. The material was removed and the patient was listed as stable but incontinent.the patient had previously been treated with another bulking agent prior to treatment with this material. No additional information or further complications were reported.